Manufacturer narrative:
UDI - (B)(4). It was reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was blocked after implant and was revised. The patient presented seizures and it was detected that the valve was clogged. It was necessary to perform a new surgery to change the valve. The surgery was a success and had no harm to the patient.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; the cam mechanism was dislodged, a bump mark in the valve casing was noted, as well as needle holes in the silicone housing. Determining the position of the cam was not possible, as the cam was dislodged. The valve was not tested for programming due to the dislodged cam. The valve was flushed; no occlusions found. The valve was leak tested and leaked only from needle holes in the silicone housing. The catheters were irrigated, no occlusions noted. The valve was reflux tested and failed testing. The valve was not pressure tested due to the dislodged cam. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were tested, passed. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause for the dislodged cam mechanism is due to the valve receiving a hard knock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.